Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient was revised due to a loosened set screw and a disassociated connector approximately two months post-operatively. Revision surgery took place on (B)(6) 2018. (Related to 3004774118-2018-00099).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. It was reported that several set screws were found to be loose during a scheduled revision due to unresolved pain. The parts were returned, visually and functionally inspected. Upon review of the set screws, it was observed that lot ftex displayed no form of the "windshield wiper" effect on the posterior face of the set screw. This "windshield wiper" effect is consistently present on screws that have been confirmed to have been final locked in a construct. This effect is also not present on two set screws from lot ggcj.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient was revised due to a loosened set screw and a disassociated connector approximately two months post-operatively. Revision surgery took place on (B)(6) 2018. (Related to 3004774118-2018-00099).